Event description:
It was reported that the atrial lead and left ventricular (lv) lead had high impedance. The atrial and lv leads remain in use. The pace sense portion of the rv lead was capped and replaced with a new lead. The high voltage portion of the rv lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.